Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. During visual evaluation, the device appeared to be clean and received with both slides in their initial position. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. During testing after the top slide was locked into place, the device self-activated. A drop test was performed with the top slide locked in place. After the sample was released, the top slide self-activated. An x-ray was performed on the sample to view the cannula tang engagement. The x-ray showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was observed that the left bumper was bent and the right bumper was not seated in the correct position. Therefore, the investigation is confirmed for the identified self-activation as the device self-activated during functional test. However, the investigation is inconclusive for the reported failure to obtain samples as there was no objective evidence provided for review. A definitive root cause for the alleged failure to obtain samples and identified self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2022).

Event description:
It was reported that during breast biopsy procedure, the device allegedly failed to obtain samples. There was no reported patient injury.